Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation check supply line, this situation occurred during prime. The technical service representative (tsr) assisted the home patient (hp) as the hp stated he tried to setup last night and got the alarm so he threw the cassette away and started with a new cassette. The tsr explained the alarm and advised anytime when starting over you have to start over with all new supplies. The tsr explained the alarm and possible causes. The patient was involved but there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. The problem was confirmed for use error and the cause was undetermined.